Event description:
It was reported that the handpiece began heating up during a surgical procedure. There was no reported patient or user injury or delay in surgery.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed, the handpiece exceeded the maximum temperature rise during testing. According to the investigation details, the lower bearings and rotor assembly were bad. The bearings, rotor assembly, and driveshaft assembly were replaced.